Event description:
When doing a cerebral intervention case, was putting a microvention 2.5mm x 4cm coil through the via catheter and as it was going in, it prematurely detached in the patient before being in the correct place. As the case went on the coil ended up coming out with the microcatheter. No neuro deficits, no harm /injury to patient.